Event description:
Sigmoid colectomy procedure. Cs29 dlu was fired at 45cm for end of anastomosis. Firing sequence was longer than normal. Pc read "firing sequence incomplete, use manual release." Dlu was opened with manual release and staples were observed to be partially formed. Anastomosis fell apart. Another fs14 and cs29 dlu was used to complete the case. Small leak was repaired with silk sutures.